Event description:
The affiliate stated the customer reported a falsely elevated acetaminophen (actm) result, for one patient, involving the unicel dxc 600i synchron access clinical system. An initial result of 802 umol/l was released out of the laboratory and questioned by the physician. As a result, the patient was started on acetaminophen overdose treatment; the type of treatment is unknown. Subsequent testing of the patient's original sample generated a negative result of 13.0 umol/l. An amended report was issued to the physician and patient treatment was discontinued. There has been no report of current patient condition. The laboratory's reference range for acetaminophen is 66 -132 umol/l. The customer indicated quality control (qc) is performed once daily and was within specification at the time of the event (the customer did note low-level qc shifted higher than normal). For correlation purposes, the customer analyzed four patient samples and noted one of the four samples generated a falsely elevated acetaminophen result. The sample was retested and generated a negative result. The customer performed system troubleshooting and completed sample probe flush procedure. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed carryover from reagent probe b. The fse replaced the wash collar and verified alignments and system performance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash collar.